Event description:
The complainant reported leakage from patrol sets with piercing pin, list #52040, lot #48854ry. There was no report of serious injury or illness to a patient. Item number 52040, lot number 48869ry is part of a voluntary recall.